Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. There was a leak from the probe inside the instrument. The instrument was generating an error condition of "probe wipe fail" when the leak was observed and the instrument was powered down.. The volume of the leak was about 1 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the probe wipe assembly was defective. The fse replaced the probe wipe assembly and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).